Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 22202dc and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
When pulling on the string of the tampon to remove it, the string detached [device breakage]. The tampon got stuck inside my vagina [foreign body in reproductive tract]. Case narrative: on 07-mar-2023, a spontaneous report was received from a consumer regarding a female (age was not reported) who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with o.b. Original tampons - applicator and non-applicator versions. On an unspecified date (reported as the other day relative to 07-mar-2023), after inserting the product, the patient experienced when pulling on the string of the tampon to remove it, the string detached. The tampon got stuck inside her vagina and she had to get a doctor to remove it. She was not pleased with the situation. As of 07-mar-2023, the status of product use was not reported. No additional information was provided.